Manufacturer narrative:
Product event summary: the lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Blood was visible in the helix and removed with alcohol. The helix extended/retracted within specification.

Event description:
It was reported that during the implant procedure, the lead helix mechanism did not work properly and was locked. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.